Manufacturer narrative:
Awaiting the retrun of the device. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable

Event description:
Device/procedure outcome: procedure completed,unable to use device - attempted,different device used (same model). Patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: event; the catheter was difficult to insert and remove. Was it difficult to insert the catheter? There was severe resistance during insertion and removal. Was there damage to the catheter or sheath that may have contributed to this event; no. If q2 is "yes" please indicate the details leading up to this event; what is the size and name of the sheath that is used together? Faradrive. How many times has the catheter been removed and reinserted outside the body? The starter wire was replaced, and the procedure was completed. Note: all patient information fields that were left blank in the cnf - "asked but not available as per account". Physician comments: patient outcome: no adverse event infected: unknown generator/controller: ablation catheter used: other used: event date: (B)(6) 2026. As reported device codes: 1367: difficult to track over wire. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
The complaint device was returned and a visual and microscopic examination of the returned product was completed, and the following features were observed: - the guidewire is a 3-piece construction, with a coil, core, and ribbon. The coil, core, and ribbon are welded at the proximal end, the coil and ribbon are welded at the distal end. - no anomalies were observed to indicate a manufacturing issue with the distal or proximal weld. A finger pull test was carried out on both welds and it was confirmed the two welds are intact. - no damage was noted on the returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "device does not meet user expectation" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. The classification as reported was "functional: advancing issue" however upon inspection the classification as analysed was determined to be "no product defect: no product defect". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model). Patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: event; the catheter was difficult to insert and remove. Was it difficult to insert the catheter? There was severe resistance during insertion and removal. Was there damage to the catheter or sheath that may have contributed to this event? No if q2 is "yes" please indicate the details leading up to this event; what is the size and name of the sheath that is used together? Faradrive how many times has the catheter been removed and reinserted outside the body? The starter wire was replaced, and the procedure was completed. Note: all patient information fields that were left blank in the cnf - "asked but not available as per account". Physician comments: patient outcome: no adverse event infected: unknown generator/controller: ablation catheter used: other used: event date: 2026-1-30. As reported device codes: 1367: difficult to track over wire. As reported patient codes: 9398: no clinical signs, symptoms or conditions.